Manufacturer narrative:
H3, h6) the system was serviced in the field and the camera was replaced and the system then performed as intended. Codes b01, c07, c08, and d02 are applicable to this system servicing. H3, h6) the product ID: 9735821, lot number: p901046, was returned to the manufacturer and analysis confirmed the reported event. The returned positioning sensor unit (psu) had many nicks and scratches. A check of the event log showed intermittent firmware incompatibility dating back to september of 2018 and intermittent illuminator current low dating back to december of 2021. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .745 millimeters (mm) with a passing threshold of .250mm. Codes b01, c07, c08, and d02 are applicable to this system servicing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the amber light was illuminated on the camera and that the system was displaying a localizer faulted message. The manufacturer representative logged into network device interface (ndi) tool box, and bump status and internal temperature warnings were triggered. The most likely / suspected cause of the issue was the camera battery. There was no patient involvement.

Manufacturer narrative:
H3, h6: no hardware parts have been returned for analysis. B17, c20, d15 are applicable. H6: multiple fdd/annex a codes were reported. A05 was coded for the amber light illuminated on the camera, and the bump status and internal temperature warning in the ndi. A1102 was coded for the localizer faulted message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.